Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a guidewire issue occurred. The patient presented for a complex percutaneous coronary intervention. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion over the 0.014 samurai guidewire. Resistance was encountered and it was noted that the wire was tangled with the catheter. The catheter could not advance or retract and the entire system, including the guide catheter, had to be removed. Upon removal, the catheter was noted to be kinked. The procedure was completed using an alternate device. There were no patient complications.